Event description:
As per additional information received via medical records on 17jan2024, the patient had experienced mesh erosion, infection, bleeding, pain, stress urinary incontinence, urinary urgency, urinary frequency, discomfort, pelvic tumors/ fibroids, recurrent vaginal pain, urinary incontinence, urinary retention, uterine prolapse and required additional surgical and non- surgical treatment.

Manufacturer narrative:
2348, 1994, 2371, 1750, 2597, 1928, 2119, 2475, 1930, 2564, 1888, 2275, 1871, 2330 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced mesh exposure and erosion, recurrent incontinence, vaginal bleeding, dyspareunia, urinary retention, uterine prolapse, a vaginal wall infection from mesh eroding through and one surgical intervention.